Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, diffused target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during initial inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6x100 mustang balloon. No patient complications were reported.